Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
The catheter was inserted on (B)(6)2009 without difficulty. On (B)(6)2009, the nurse was removing the catheter and noted part of the catheter broke off and had to be surgically removed.